Event description:
It was reported that during a femoral osteotomy procedure, the blade broke at the teeth. It was also reported that fragments of the broken blade were left in the patient, the family was consulted and did not choose to have a revision surgery/fragments removed at this time. It was further reported that there was no medical intervention and no delays as a result of this event, and that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H2: device evaluation. H6: the quality investigation is complete.

Event description:
It was reported that during a femoral osteotomy procedure, the blade broke at the teeth. It was also reported that fragments of the broken blade were left in the patient, the family was consulted and did not choose to have a revision surgery/fragments removed at this time. It was further reported that there was no medical intervention and no delays as a result of this event, and that the procedure was completed successfully.